Event description:
It was reported that, "the locking mechanism is loose and will not hold the broach."

Manufacturer narrative:
Summary of eval: the event was confirmed. Visual inspection noted that the device is in used condition. Numerous impaction marks are evident on the handle body, underside of the strike plate, latch lever assembly, and the navigation prism mount. The latch arm has fractured adjacent to the latch plate and residual arm and plate have disassociated from the device. A review of the device mfg history records for the subject lot indicate that the devices were mfg and accepted into final stock with no reported discrepancies. The root cause was presumed to be a design issue. An inconsistency existed between hardness callouts on the latch lever component drawings and the measured hardness of the parts, which are in agreement with the material spec. Should add'l info become available, the updated eval summary will be submitted in a supplemental report.